Manufacturer narrative:
As advised by the customer, the issue was noticed during setup testing and was corrected by the user. Procedure was completed. No additional information available. However, if additional information becomes available we will report as required.

Event description:
It was reported that there was no image on the 9800 system. As advised there was no patient involved.